Event description:
It was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. Customer experienced an elevated blood glucose (bg) level. Customer's continuous glucose monitor read "high"; however, a specific bg value was not provided. Bolus was delivered to address elevated bg level. The customer reverted to an alternate method of insulin therapy.